Event description:
It was reported that the balloon on the catheter ruptured after three days of use. There were no pt complications.

Manufacturer narrative:
MFR control no. Ic980333. The sample has been returned to arrow. Evaluation of the sample detected a small hole in the balloon latex. Balloon deterioration can occur over a period of time due to physical or chemical action of the environment.